Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. Visual inspection revealed that there was no damage seen on the device. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and air bubbles were detected for 30 seconds. The sample failed the leak test. The dilator tip was viewed under microscope and damage was observed on the tip. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. Damage was observed at the center of the crosscut valve, there was a small tear close to the center of the valve. No gross anomalies or damage was seen at the sheath inner lumen hub. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the damage seen on the valve may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, there was blood leaking around the catheter while the catheter was in the glidesheath slender sheath. It was a small drip which made a mess by the end of the case. The diagnostic catheters were 5f diagnostic boston scientific catheters. At the end of the case, when the wire and catheter were removed, there was no leaking from the valve. It only occurred when either the wire or the catheter was in the sheath. The procedure being performed was a left heart catheterization using a radial approach. The procedure was successful, and the patient was in stable condition. The blood loss was less than 250cc.